Manufacturer narrative:
This is the same event as 3010536692-2015-01758.

Event description:
Allegedly, patient was revised due to mom complications: bone cysts; pseudo-tumors; metallosis and osteolysis; high level of metal ions; detachment, disconnection, and/or loosening of the acetabular cup; and loosening of the femoral component.